Manufacturer narrative:
B2: outcomes corrected. D4: UDI corrected. H6: pulmonary edema redacted from clinical codes. Manufacturer's investigation conclusion: a reduction of the outflow graft lumen was confirmed through the submitted computed tomography (CT) scan images; however, a specific cause for this finding could not be conclusively determined through this evaluation. Intermittent low flow alarms were confirmed through the submitted log files that reportedly resolved with replacement of the outflow graft and bend relief. Review of the submitted log files confirmed transient low flow alarms on 27apr2024, 28apr2024, 29apr2024, and 07may2024. A slight downward trend in flow was noted over several days in the periodic log files leading up to the most recent data on 07may2024. The system otherwise appeared to be operating as intended at the set speed, and there were no other notable alarms active in the log files. Review of the submitted diagnostic images confirmed a reduction in the cross-sectional area of the outflow graft beneath the outflow graft bend relief. The presentation of the lumen of the outflow graft appeared consistent with a possible twist rather than extrinsic outflow graft obstruction; however, a specific cause for the obstruction of the outflow graft lumen could not be conclusively determined. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 "introduction" provides an explanation of all pump parameters, including speed, flow, power, and pulsatility index (pi). This section explains that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. An occlusion of the flow path decreases flow and causes a corresponding decrease in power. Pump output should be assessed in this situation. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 5 "surgical procedures" of the IFU contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 1 of the IFU lists adverse events that may be associated with the use of the heartmate 3 lvas, including right heart failure. Additionally, section 6 ¿patient care and management¿ lists right heart failure as a potential risk/adverse event that may be associated with the use of heartmate 3 lvas. This section (under ¿right heart failure¿) also outlines indications of right heart failure as well as possible treatments. The heartmate ii lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that 2 weeks prior to admission on (B)(6) 2024, the patient had a low flow alarm (2.2-2.4 liters per minute (lpm)), that mostly occurred during nighttime with no abnormal symptoms. The patient was advised to increase fluid intake to 2-2.5 liters per day which seemed to have improved the low flows at the time. The log files captured intermittent low flow alarms from 27apr2024 to 29apr2024. The estimated flows were averaging from 2.3 to 2.4 lpm and pulsatility index (pi) was averaging from 2.7 to 3.2 during these events. One day prior to their admission, low flow alarms went off continuously for hours with symptoms of dyspnea and orthopnea. The initial physical examination showed their blood pressure (bp) at 61/49, mean arterial pressure (map) at 50 millimeters of mercury (mmhg), no edema, and fine crepitation in bilateral lower lobes. The log file captured low flow events on 07may2024. Their heartmate 3 (hm3) parameters revealed the speed at 5300 rotations per minute (rpm), power at 3.4 watts (w), pulsatility index (pi) at 2.3, and flow at 1.7-2.3 lpm. Their echocardiogram showed a dilated left ventricle and mildly impaired right ventricular function. The initial treatment included low dose norepinephrine, milrinone at a dose of 0.3 micrograms per kilogram per minute (mcg/kg/min), and rpm was increased to 5500. With the treatment, their clinical symptoms and bp improved, and their flow was 2.7-2.8 lpm. Computed tomography (CT) of the chest with contrast showed narrowing of the outflow graft at the portion of the bend relief. Echocardiogram ramp study suspected failure to properly unload the left ventricle with speed up to 6500rpm. The hm flow also did not increase much as speed was increased. The hm was set to 5700rpm, and the patient was doing well with improving pulmonary congestion and normal renal and liver function. A suggestion was requested regarding management of narrowing of the outflow graft. External outflow graft obstruction (eogo) was confirmed on 21 may 2024 and the outflow graft and bend relief was replaced. After the outflow graft replacement, the pump continued to operate continuously with no low flow alarms. The procedure was completed, and patient condition was stable before, during, and after procedure with no adverse consequences.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.